Event description:
Caller reported damage to pump housing around usb port, although it did not affect charging capabilities or the security of the usb port screws. There was no adverse impact to the customer's blood glucose level. Tandem responded by approving a pump replacement and coordinated the shipment details, instructing the caller on how to prepare the current pump for return, while the customer continued using the existing pump for insulin delivery.